Event description:
Supplemental report is being submitted as a cancellation report (confirmation received from qe on (B)(6) 2024 that file can be cancelled based on new clinical input stating the user had no choice but to remove the stent following its migration.) As the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report (confirmation received from qe on (B)(6) 2024 that file can be cancelled based on new clinical input stating the user had no choice but to remove the stent following its migration.) As the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
(B)(6)2018 date of first implant procedure in common bile duct due to angiocholitis on bile duct stenosis. No adverse events related to the procedure. Pre stent dialation performed at papilla. Stent migration (B)(6)2018. Intervention performed 14 days post procedure. Treatment endoscopic intervention study stent removed, replaced by plastic stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Re-current biliary obstructions (B)(6)2018. 14 days post procedure. Etiology unknown. Treatment endoscopic intervention placement of new stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. The reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6)2020, the patient died. The cause of death was unknown. Dash sphincterotome used. This file will capture the use error of removing the stent after deployment.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.